Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which showed no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. Based on the information provided, there is no indication of any type of adverse event with the patient's left sided hernia repair. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. An additional emdr was created to address the 3d max mesh implanted on the patient's right side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax devices were implanted to repair the bilateral inguinal hernias. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the prior 3d max right mesh. The attorney alleges the patient experienced pain and disability. The attorney also alleges the patient was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for repair of a bilateral inguinal hernia. Two 3dmax devices were implanted to repair the bilateral inguinal hernias. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove the prior 3d max right mesh. The attorney alleges the patient experienced pain and disability. The attorney also alleges the patient was severely and permanently injured. Addendum per medical records: review of patient medical records confirmed there was no adverse event or medical/surgical intervention associated to the 3dmax mesh implanted to treat the patient's left inguinal hernia. As such does not meet complaint criteria.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. A manufacturing review was performed which showed no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. Based on the information provided, there is no indication of any type of adverse event with the patient's left sided hernia repair. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the 3dmax mesh implanted on the patient's left side. An additional emdr was created to address the 3d max mesh implanted on the patient's right side. Addendum: h11. This supplemental MDR is submitted to document additional information provided: upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the 3dmax mesh implanted to treat the patient's left inguinal hernia. As such does not meet complaint criteria. Updated fields corrected field: g4 (PMA/510(k) #) this supplemental emdr represents the bard/davol 3dmax mesh, left (device #1). An additional supplemental emdr was submitted to represent the bard/davol 3dmax mesh, right (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.